Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("uncontrollable bleeding") in a (B)(6) female patient who had essure (batch no. 626156) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device dislocation "migration of essure coil" (seriousness criteria medically significant and intervention required) on (B)(6) 2017. The patient's medical history included gastric bypass, abdominoplasty, d & c, normal delivery (live child), menstruation irregular, vaginal discharge, uterine enlargement, uterine fibroid, abdominal pain, intra-abdominal bleeding, adenomyosis, pelvic adhesions, endometrial ablation, caesarean section, gastric bypass and obesity. Concomitant products included levothyroxine since 2009 for thyroid disorder. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe and persistent back pain") and alopecia ("hair loss"). In 2009, the patient experienced thyroid disorder ("thyroid issues"). In 2010, the patient experienced dyspareunia ("dyspareunia") and asthenia ("she had no energy"). In 2011, the patient experienced pelvic pain ("pelvic pain"). In 2013, the patient experienced tooth disorder ("dental issues"). On an unknown date, the patient experienced emotional disorder ("emotional problems"), malaise ("she did not feel well"), anxiety ("mental anguish") and hypersensitivity ("hypersensitivity reaction"). The patient was treated with surgery (hysterectomy right salpingo-oophorectomy,left salpingectomy,lysis of extensive enteropelvic adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, back pain, pelvic pain, tooth disorder, alopecia and dyspareunia was resolving and the emotional disorder, asthenia, malaise, anxiety and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, asthenia, back pain, dyspareunia, emotional disorder, genital haemorrhage, hypersensitivity, malaise, pelvic pain, thyroid disorder and tooth disorder to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: 2008 that her tubes were blocked and she was good to go. Pregnancy test - on (B)(6) 2017: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; thyroid problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2019: pfs received event " severe and persistent back pain pelvic pain migration of essure coil, uncontrollable bleeding , dental issues , hair loss , emotional problems, dyspareunia, thyroid issues, hypersensitivity reaction, emotional problems , she did not feel well, she had no energy, mental anguish" were added. Outcome of event " back and pelvic pain, dyspareunia, uncontrolled bleeding, dental issue, hair loss" were updated as recovering. Medical history were added. Lab data added. Lot number added. Concomitant medication was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure coil") and genital haemorrhage ("uncontrollable bleeding") in a 46-year-old female patient who had essure (batch no. 626156) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, abdominoplasty, d & c, normal delivery (live child), menstruation irregular, vaginal discharge, uterine enlargement, uterine fibroid, abdominal pain, intra-abdominal bleeding, adenomyosis, pelvic adhesions, endometrial ablation, caesarean section, gastric bypass and obesity. Concomitant products included levothyroxine since 2009 for thyroid disorder. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe and persistent back pain") and alopecia ("hair loss"). In 2009, the patient experienced thyroid disorder ("thyroid issues"). In 2010, the patient experienced dyspareunia ("dyspareunia") and asthenia ("she had no energy"). In 2011, the patient experienced pelvic pain ("pelvic pain"). In 2013, the patient experienced tooth disorder ("dental issues"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure. On an unknown date, the patient experienced emotional disorder ("emotional problems"), malaise ("she did not feel well"), anxiety ("mental anguish") and hypersensitivity ("hypersensitivity reaction"). The patient was treated with surgery (hysterectomy right salpingo-oophorectomy,left salpingectomy,lysis of extensive enteropelvic adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, emotional disorder, asthenia, malaise, anxiety and hypersensitivity outcome was unknown and the genital haemorrhage, back pain, pelvic pain, tooth disorder, alopecia and dyspareunia was resolving. The reporter considered alopecia, anxiety, asthenia, back pain, device dislocation, dyspareunia, emotional disorder, genital haemorrhage, hypersensitivity, malaise, pelvic pain, thyroid disorder and tooth disorder to be related to essure. The reporter commented: current weight: 158. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: 2008 that her tubes were blocked and she was good to go. Pregnancy test - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; thyroid problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.